Event description:
It was reported the patient had had an increase in seizure activity following the patient's generator replacement. The patient's device was previously at ifi and the patient was set to previous settings following surgery. No additional relevant information has been received to date.